Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false negative" was reported. Product is used for diagnostic purposes. No harm was reported. Failure analysis (fa) was performed on 1 affected device (k08a111609224m2) for the issue of "false negative". Failure analysis investigation finding "test unit: no issues" was concluded and does not align with the reported issue of "false negative". Based on the information obtained during fa, the issue of "false negative" cannot be confirmed. A DHR review of kit lot number: k08a111609224m2 (expiration date: 06oct2023) was performed; no ncrs were identified that could have contributed to the issue of "false negative". The potential harm resulting from "false negative" cannot be identified, as the complaint was not confirmed. Refer to the lucira covid-19 test system hazard analysis (B)(4), revb.0) for a list of all potential harms related to "false negative". A supplemental report will be filed if any further investigation and/or additional information is obtained. This device is marketed under eua: (B)(4). Based on the information above, no further investigation is required. Monitoring of "false negative" will continue and there are no additional recommended actions at this point. Failure analysis investigation finding "test unit: no issues" was concluded for k08a111609224m2 and does not align with the reported issue of "false negative". As a result, a most probable root cause cannot be determined, as the issue of "false negative" cannot be confirmed. Updated fields: g1: updated to pfizer new address field. G3: updated to pfizer new address field. G6: updated follow-up. H6: updated coding.

Event description:
Customer contacted us on (B)(6) 2023 for a false negative result. Evidence provided. Before starting, were the instructions read? Y/n, yes. May I have your lot and test kit #? Lot#: k08a111609224m2, test kit#: 4a6h0l6a. Location of testing? Indoor/outdoor, indoor. Was the test completed on a flat surface? Y/n, yes. Was the swab rotated 5 times in each nostril? Y/n, yes. Was the vial liquid purple in color? Y/n, yes. Was the test moved while it was running? Y/n, no. How soon after the initial negative test was a retest(s) completed? 30min. What test did you use to confirm the false negative? Two flowflex covid-19 antigen home tests. How many total tests were run before getting this false negative? 2. Did the person tested, contact a healthcare provider? Y/n, yes. If yes, how is the person tested doing? Is the person tested undergoing any treatment? Sick with covid and quarantining. Is your kit covid/ flu or covid 19? Covid 19.

Event description:
Customer contacted us (B)(6) 2023 for a false negative result. Evidence provided. Before starting, were the instructions read? Y/n. Yes. May I have your lot and test kit #? Lot #: k08a111609224m2. Test kit #: 4a6h0l6a. Location of testing? Indoor/outdoor. Indoor. Was the test completed on a flat surface? Y/n yes. Was the swab rotated 5 times in each nostril? Y/n yes. Was the vial liquid purple in color? Y/n yes. Was the test moved while it was running? Y/n no. How soon after the initial negative test was a retest(s) completed? 30min. What test did you use to confirm the false negative? Two flowflex covid-19 antigen home tests. How many total tests were run before getting this false negative? 2. Did the person tested, contact a healthcare provider? Y/n yes. If yes, how is the person tested doing? Is the person tested undergoing any treatment? Sick with covid and quarantining. Is your kit covid/ flu or covid 19?

Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false negative" was reported. Product is used for diagnostic purposes. No harm was reported. (B)(4) investigation (B)(6) 2023.pdf for the complete investigation. Based on the information in the attached investigation, no further investigation is required. Monitoring of "false negative" will continue and there are no additional recommended actions at this point. A most probable root cause cannot be determined without evaluation of returned product. Potential root causes include but are not limited to: no amplification/reduced amplification efficiency (design defect) assay contamination/degradation (process failure) improper storage/handling (use error)